Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lamp was not installed properly due to lamp thread stripping coming off the screws of the lamp. The cause of the stripping of the lamp thread could not be identified. It is determined that the indicated phenomenon can be prevented by following the description of the clv-190 in the instruction manual which states: ¿when inserting the examination lamp into the heat sink, align their pin positions and tighten the bolts firmly. If the bolts are not tightened firmly, poor heat radiation may result in equipment damage, examination lamp ignition failure, and a considerable drop in the life of the examination lamp." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source light assembly fails to latch in properly during maintenance. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed. In addition, a non-olympus lamp life meter reading at 420 hours, light output measured within range, worn out socket slider switch causing intermittent use of high intensity mode, corrosion inside the scope socket tubing, and front panel mouth crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.